Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation the electrode belt failed functionality testing and was unable to baseline. The cause for the failure was isolated to a defective q1 transistors on the ECG "c" and ECG "d" pca boards. The root cause for the defective q1 transistors could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A zoll pt service representative called zoll customer support to report that she was unable to baseline a (B)(6) year old female pt. The pt was issued a replacement electrode belt.